Event description:
The patient reported difficulty removing the aligners which led to swelling of the patient's back left hand, tendon rupture, and the need for surgery to repair the ruptured tendon. The patient reported requiring visiting the patient's gp, visiting hand specialist at the hospital, and undergoing an operation by a plastic surgeon/hand surgeon to alleviate the reported symptoms. The patient will continue with the invisalign treatment, and the patient's hand function is recovering well.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - to avoid aligner damage, instruct patients to use proper techniques to insert and remove aligners" and instructions to patients to consult with their doctor if their aligners are extremely difficult to remove. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused the reported symptoms. This event is being filed as an MDR as the treating doctor reported that the patient required surgical intervention to prevent permanent damage (hand surgery for ruptured tendon), and the invisalign system aligners were being used.